Event description:
Device 1 of 2: see MFR's report number 1627487-2010-01234 for device 2. On (B) (6) 2009, the pt was implanted with an scs system. Immediately post-implant, the pt broke out in hives covering the entire body. Bloodwork was done and revealed that the pt had elevated proteins and white blood cells. The pt was then administered an allergy test which revealed that the pt is allergic to stainless steel. The device was not explanted until (B) (6) 2010, as the pt's insurance would not authorize the revision procedure until the pt had completed a series of tests.

Manufacturer narrative:
The device history and sterilization records were reviewed and found to meet specs; no anomalies were found. The ipg was visually inspected and no anomalies were noted. The ipg passed communication testing with the pt programmer. No functional testing was performed as the reported event was regarding and allergic reaction. Conclusion: the cause of the allergic reaction could not be analyzed. The ipg as received appears to be in good condition. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.